Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled proximally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a mid-shaft kink located 10cm proximal to the wire exit port. A corewire kink was noted at the same location, 10cm proximal to the wire exit port. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.